Event description:
It was reported that an auto review was requested for this pacemaker. Technical services (ts) performed a review of available data and determined this pacemaker exhibited far field oversensing for its right atrial (ra) channel which resulted in atrial tachy response (atr) episodes been stored. This device remains in service. No adverse patient effects were reported.